Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the recharger won't turn on. When asked, patient said hasn't charged the implant for about a year and a half. Patient said that needs an MRI and needs to charge the implant so that can put into MRI mode. With instruction, patient plugged the dock into the ac power supply and confirmed that the green light is on the dock. Patient placed the charger in the dock and said that the battery indicator lights are flashing, scrolling up and down. Patient reset the charger both in the dock and out of the dock twice however the issue was not resolved through troubleshooting. Replacement request was sent to the repair department. Patient called back stating they received a recharger. Dock and case. Patient asking about the return process. Pss reviewed.